Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. In this case, it is possible that growth of the perforation during deployment contributed to the reported difficulties; however this cannot be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, instructions for use, states: note the product use by date specified on the package. A conclusive cause for the reported device operates differently/failure to seal cannot be determined; however, the reported treatment appears to be related to the operational context of the procedure. The reported device expiration issue appears to be related to the use error. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The additional graftmaster device referenced is being filed under a separate medwatch report.

Event description:
It was reported that the 3.5 x 26 mm graftmaster stent was deployed first in an attempt to treat a perforation that occurred during use of another device. Some bleeding was still observed; therefore, a second graftmaster stent, a 3.5 x 19 mm graftmaster stent was deployed. Again there was still some observed bleeding which was treated with balloon inflations which completely sealed the perforation. Additionally, it was also stated that the 3.5 x 26 mm graftmaster stent was used after its expiration date which the physician is aware of. No additional information was provided.